Manufacturer narrative:
Reported issue of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted the clip assembly was locked onto the bushing. The control wire was separated per the design. The prongs would not open or close and were locked into the capsule. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2015-01582 addresses the first resolution clip, manufacturer report # 3005099803-2015-01583 addresses the second resolution clip, and manufacturer report # 3005099803-2015-01584 addressed the third resolution clip. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip was stuck on the catheter and would not deploy. It was reported that the clip did not lock, slipped off, and could not deploy. The same issue occurred with the other two resolution clip devices. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2015-01582 addresses the first resolution clip, manufacturer report # 3005099803-2015-01583 addresses the second resolution clip, and manufacturer report # 3005099803-2015-01584 addressed the third resolution clip. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip was stuck on the catheter and would not deploy. It was reported that the clip did not lock, slipped off, and could not deploy. The same issue occurred with the other two resolution clip devices. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine